Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple cartridge alarms while attempting to load the cartridge onto the pump. The customer was able to load the 4th cartridge successfully. The customer's blood glucose (bg) was 300 mg/dl and multiple insulin injections were used to address the bg level.